Event description:
Pt had hypoglycemic symptoms in clinic and his glucose on his home meter -bd logic- at the time was 94 mg/dl. Repeated on clinic meter it was 57 mg/dl. He was treated without any problems and was sent home.